Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent spinal cord stimulator (scs) replacement procedure, was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in year 2023 prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7081208. UDI: (B)(4).